Manufacturer narrative:
As found in a literature review, approximately fourteen years post stent implantation, the patient developed acute chest pain and his resting ECG showed st elevation. He was immediately referred for angiography the same day, which showed total occlusion at the entrance of the proximal stent (palmaz-schatz) in the lad. Ivus was employed to reveal the underlying cause of the occlusive lesion; the image confirmed a tight fibrotic in-stent hyperplasia and thrombus. Then, intracoronary aspiration thrombectomy was successful. After that the patient was treated with balloon angioplasty and a 3.0/28mm taxus stent. After stent implantation the st elevation of chest leads was normalized immediately, in other words, proper st resolution was achieved. The patient's medical history includes an acute myocardial infarction, hypertension and hyperlipidemia. Originally, the patient was admitted for treatment of a lesion in the proximal lad. A 3.0/15mm palmatz-shatz bare metal stent was implanted with excellent angiographic results. The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Very late stent thrombosis after bms implantation is rare outside the setting of brachytherapy. Although the pathophysiology of this type of event is poorly defined, possible etiologies could include in-stent restenosis associated with severe narrowing leading to clot formation, chronic inflammation and progression of atherosclerosis in the stented segment. There are no indications that this is related to the manufacture or design or the product and no actions will be taken. Please note that the event and implant date are unknown.

Event description:
Approximately fourteen years post stent implantation, the patient developed acute chest pain and his resting ECG showed st elevation. He was immediately referred for angiography the same day. Coronary angiography showed total occlusion at the entrance of the proximal stent in the lad. An intravascular ultrasound was employed to reveal the underlying cause of the occlusive lesion. The image confirmed a tight fibrotic in-stent hyperplasia and thrombus. Then, intracoronary aspiration thrombectomy was successful. After that the patient was treated with balloon angioplasty and a 3.0 x 28mm taxus stent. After stent implantation, the st elevation of chest leads was normalized immediately, in other words, proper st resolution was achieved. The patient was admitted for a procedure with a lesion in the proximal segment of the left anterior descending (lad) artery. The proximal lad was treated with a 3.0 x 15mm palmatz-shatz bare metal stent, with excellent angiographic result. Ticlopidine (200mg) was administered for one months and 100mg daily of aspirin was continued.